Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. It was reported that the tip of the vizigo sheath was broken and frayed, and the physician was unable to cross the interatrial septum. The sheath was exchanged with another vizigo to continue the case. No patient consequences were reported. There was no internal sheath mechanism exposed. No damage to electrodes, but the end of the sheath was frayed. Broken tip is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-feb-2023, the photo analysis was completed. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip of the vizigo sheath was observed bent and deformed, this issue is related to the customer complaint. Device history record evaluation was performed for the finished device 00002163 number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-mar-2023, the product investigation was completed. It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. It was reported that the tip of the vizigo sheath was broken and frayed, and the physician was unable to cross the interatrial septum. The sheath was exchanged with another vizigo to continue the case. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that the tip was bent and the distal side hole was deformed. The dilator was introduced through the sheath and was observed that the bent tip caused a deviation of the dilator and the delator going to the side hole. The bent tip issue could cause the deformation of the side hole when this tried to go out by there. Device history record evaluation was performed for the finished device 00002163 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The damage could be related to the insertion of the sheath into the patient since it is related to the procedure. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).